Event description:
It was reported that when the shaver was used during surgery, it was making a grinding noise and metal shavings were coming off.

Manufacturer narrative:
The hub of the returned device was damaged such that it would not fit into the handpiece, and could not be function tested. The damage caused the device's plastic ring to stick out.